Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 22.9 mmol/l. The customer treated their blood glucose level with a lancet pent. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Insulin pump passed displacement test. Unable to perform occlusion test, prime/compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarm.